Manufacturer narrative:
The customer's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with a coaguchek xs plus meter serial number (B)(4) compared to a laboratory top analyzer with recomboplastin reagent. The patient's meter result was 4.1 inr. The patient's laboratory result within 4 hours was 2.6 inr. The patient's therapeutic range was 2.0- 3.0 inr and the patient tests monthly.